Event description:
It was reported that the patient experienced urethral perforation while the corpora were dilated for this penile prosthesis. A catheter was placed and the procedure was aborted. A second implant procedure will be attempted on a future date.